Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the pulse generator exhibited noise. The noise was not able to be reproduced. Because the patient is not dependent and does not need significant pacing support, no intervention was performed. The patient will continue to be monitored.